Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for an unrelated procedure, with externalized conductors. The patient was asymptomatic in terms of device therapy. Programming changes were made.